Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An allegation from an attorney indicated the patient "experienced frightening episodes of unnecessary shocks and has required additional medical care along with the associated costs as a result of the defective" lead. "After tremendous suffering", the patient "ultimately died as a result of the defective" lead. Approximately three years later, an allegation from a second attorney indicated the patient implanted with a right ventricular lead is deceased and no further information was provided.